Event description:
It was reported that the bd q-syte luer access split septum experienced leakage at the luer connection during use. The following information was provided by the initial reporter: on the second day of infusion with PICC, the medical staff had sterilized the surface of the septum, then they directly inserted the flange into the q-syte and made it tight. When the nurse opened the infusion clip and adjusted the speed governor, she found there was the drug leakage at the joint, this customer had experience of q-syte usage for many years.

Manufacturer narrative:
H.6. Investigation summary: bd received a used q-syte unit from lot 9282205 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the septum top disk or either parts of the body. However, there was a tear seen in the column wall of the septum. Next, a leakage test was performed on the unit and leakage was seen coming from the actuated position. A video was also provided and leakage was observed coming from the unit. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined for this issue. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte luer access split septum experienced leakage at the luer connection during use. The following information was provided by the initial reporter: on the second day of infusion with PICC, the medical staff had sterilized the surface of the septum, then they directly inserted the flange into the q-syte and made it tight. When the nurse opened the infusion clip and adjusted the speed governor, she found there was the drug leakage at the joint, this customer had experience of q-syte usage for many years.